Event description:
It was reported on (B)(6) 2025 a patient presented with grade 5 functional tricuspid regurgitation (tr) and a large coaptation gap for a triclip procedure. During the procedure there was difficulty visualizing the clip. Upon deployment of the triclip xtw a single leaflet device attachment (slda) was observed. The clip detached from the anterior leaflet and remained attached to the septal leaflet. A second triclip was implanted to stabilize the first clip. The final tr grade was 1-2. Per the physician, the slda was due to the patient's coaptation gap.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported incomplete coaptation or poor imaging. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported incomplete coaptation appears to be related to challenging patient anatomy (large coaptation gap). A cause for the reported poor imaging could not be conclusively determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.